Event description:
Abbott amplatzer septal occluder was implanted for asd (atrial septal defect) closure. No complications. Over a month later: echo showed the amplatzer septal occluder device was firmly in place. Approximately six months after implantation: pre-watchman tee (transesophageal echocardiography) performed. It showed the absence of the atrial septal occluder device. CT scan confirmed the presence of the device in the aortic arch. Percutaneous, intravascular (arterial) retrieval of 22 mm embolized amplatzer septal occluder device from the aortic arch was performed. No issues. Device given to (B)(6) medical rep. Quality report to be sent to cath lab nm, once evaluation of device completed. Note: proceduralist documented the following... Patient developed severe acute urinary retention due to prostatic hyperplasia. He was not able to pass urine for a few days. He was bearing down hard & that probably led to device embolization towards the left side. Patient sought medical assistance. 4l urine drained from bladder. Discharged & scheduled for watchman device placement. Manufacturer response for septal occluder, abbott amplatzer septal occluder (per site reporter). To send their quality report to cath lab nm once evaluation of device completed.